Event description:
It was reported that during a general changeout procedure, this left bundle branch block (lbbb) lead was opened and when the physician attempted to gain venous access, the patient ended up dying shortly afterwards on the operating table. The lbbb lead was never implanted in the patient, and no allegation was made against it in relation to the patient's passing. No additional adverse patient effects were reported. Additional information concerning this complaint was provided from the field. According to the physician involved in the procedure, a non-boston scientific guidewire was suspected to have poked a hole through the patient's vein near the superior vena cava / right atrial junction. An unknown catheter was then advanced over the wire, which was already extravascular, and soon afterwards, the patient's pressures dropped. A sternotomy was attempted but the patient ended up passing away. According to the physician, the lbbb lead was opened but never attempted to be implanted in the patient and was not thought to have been involved in the patient's passing. No adverse patient effects relating to boston scientific products were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned intact, and the helix was retracted with dried body fluid noted in the helix housing - which is normal for active fixation leads. No alterations were noted with the lead tip and/or helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed and passed successfully, indicating no blockage of the lumens. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a general changeout procedure, this right ventricular (rv) lead was opened and when the physician attempted to gain venous access, the patient ended up dying shortly afterwards on the operating table. The rv lead was never implanted in the patient, and no allegation was made against it in relation to the patient's passing. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has since been returned back to boston scientific and is currently undergoing analysis, a supplemental report will be filed upon completion of analysis.

Event description:
It was reported that during a general changeout procedure, this left bundle branch block (lbbb) lead was opened and when the physician attempted to gain venous access, the patient ended up dying shortly afterwards on the operating table. The lbbb lead was never implanted in the patient, and no allegation was made against it in relation to the patient's passing. No additional adverse patient effects were reported. Additional information concerning this complaint was provided from the field. According to the physician involved in the procedure, a non-boston scientific guidewire was suspected to have poked a hole through the patient's vein near the superior vena cava / right atrial junction. An unknown catheter was then advanced over the wire, which was already extravascular, and soon afterwards, the patient's pressures dropped. A sternotomy was attempted but the patient ended up passing away. According to the physician, the lbbb lead was opened but never attempted to be implanted in the patient and was not thought to have been involved in the patient's passing. No adverse patient effects relating to boston scientific products were reported.